Event description:
It was stated that the insulin pump no longer "powers on". Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the mother board. Unable to test for the off no power alarm due to the blank display.